Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 3b endoleak of the main body stent. Additionally there was evidence to reasonably support a type 1b endoleak of the right common iliac artery. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; the placement of an additional limb stent. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not returned for further evaluation. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2010 with a bifurcated stent and limb stent graft. On (B)(6) 2016 a follow up computed tomography (CT) showed a type 3b endoleak. The physician is planning on relining the initial devices, the patient has not been scheduled for a secondary endovascular procedure at this time. The patient remains in stable condition.